Event description:
It was reported that the site of a cleo® 90 infusion set accidentally came out of the patient due to the tubing being pulled. The patient did not notice any damage when the device packaging was first opened. The patient's blood glucose levels were noted to be in the 300s mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a manual injection. The patient was able to lower their blood glucose levels to 207mg/dl. The patient did not test for ketones. No permanent injury was reported.